Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿battery, battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30, UDI #: (B)(4), mfg date: 2016-06-30, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced critical battery alarm, and the controller switching between the 2 battery ports. Healthcare professional exchanged both the controller and 1 battery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller and one battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack was not related to the reported event. Based on the investigation conducted, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported event was confirmed through log file analysis, which revealed that the controller, (B)(4) contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm logged on (B)(6) 2017 due to a communication error involving bat218843, as made evident by a relative state of charge (rsoc) value greater than 100% on the log files, while the other battery connected to the controller was depleted to less than 25% rsoc. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat218843. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and ba ttery. The manufacturer has investigated monetary disconnections under an internal investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d4: battery / (B)(4). H6: FDA conclusion codes: 12 - 4307 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller ((B)(4)) and one battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed that the housing was cracked near the power port two (2) connector. This is an additional observation not related to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported event was confirmed through log file analysis, which revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm logged on (B)(6) 2017 due to a communication error involving (B)(4), as made evident by a relative state of charge (rsoc) value greater than 100% on the log files, while the other battery connected to the controller was depleted to less than 25% rsoc. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4). The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the power switching events can be attributed to momentary disconnections between the controller and battery. The manufacturer has opened an internal investigation to evaluate momentary disconnections and cracks observed on pioneer 2.0 controllers in the area surrounding the power port connectors. Additional products: battery, (B)(4). Device available for evaluation: yes, return date: 2018-01-25. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.